Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the battery on an 840 ventilator was inoperative. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se found the battery connection loose. The se reconnected the battery and performed extended self-testing on the device and all tests passed.